Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, two resolute onyx drug eluting stents were implanted in the 1st obtuse marginal. Approximately 5 months post procedure, patient suffered worsening of end stage renal disease which was treated with peritoneal dialysis. Patient recovered. Cec adjudicated non-q-wave mi of unknown vessel. Investigator and safety assessed event is not related to device or anti platelet medications.